Event description:
It was reported that prior to use, the cs100 intra-aortic balloon pump (iabp) generated a helium leak alarm. There was no patient involved and no adverse event was reported.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to investigate. The fse disassembled the iabp unit, and observed that there was excess oil on the sealing ring, which was causing the iabp to leak helium. The fse replaced the o-ring, which was provided by the customer then completed all safety, functionality, and calibration checks and all tests passed to factory specifications. The iabp unit was cleared for clinical use, and released to the customer. It was observed during an external audit at getinge (B)(4), that servicing practices at getinge (B)(4) are not in compliance to applicable requirements due to identified gaps in quality management system. Specifically, unanticipated repair activities were not submitted as complaints, and assessed for reporting as required per regulations, and as a result this report was not submitted in a timely manner. Getinge (B)(4) has approved a comprehensive remediation plan and all unanticipated repair activities will be submitted as complaints.

Event description:
It was reported that prior to use, the cs100 intra-aortic balloon pump (iabp) generated a helium leak alarm. There was no patient involved and no adverse event was reported.